Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not receiving effective stimulation and stimulation was auto reducing on its own. Diagnostic indicated high impedances. The patient reported a fall. Reprogramming was initially able to address the issue. Surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue.